Manufacturer narrative:
Evaluation summary: as received the valve exhibits no inconsistencies, the leaflets are flexible and the wireform is intact. The valve was examined visually and with a light microscope. The valve will be sent to research and development for functional testing. Additional manufacturer narrative: research and development completed the functional test and concluded with the following: "this valve was explanted at implant due to regurgitation. No echocardiography was provided; therefore, the reported regurgitation and behavior of the valve observed in vivo cannot be confirmed. Edwards standardized in vitro testing shows the functionality of the as-received valve is acceptable per the requirements of (B)(4). The small amount of regurgitation observed (4.3%) is more than 3 times lower than the 15% maximum allowable for this size valve. The reported in vivo observation of central regurgitation could not be reproduced in vitro. A small area of tissue separation was detected at the free edge of leaflet 3 near commissure 3, which might be the "frayed" leaflet the surgeon referred to. The edwards in vitro testing showed that this leaflet damage had no immediate effect on the functionality of the valve."

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device to be returned for evaluation. Echo and operative report has been requested but not received. Surgeon also implanted and explanted another device in the mitral position for this patient previously (see report for s/n (B)(4)). Investigation is on-going.

Event description:
Reportedly, the device was explanted at implant. The event was described as "valve was inserted using standard technique. Central leak noted on toe. Valve removed. On opening, the tip of one of the leaflets looked frayed at the edge." Surgeon indicated patient had symptoms of "post-op systolic murmur".